Event description:
The customer tested his blood glucose using his breeze2 meter and received a reading of 346 mg/dl. He retested using his contour meter and received a reading of 120 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. No product will be returned.